Manufacturer narrative:
Pump was returned for evaluation. Electrical testing was performed on the pump and all motor cable lines were found to be within a normal range. A small kink was observed just distal of the kink protector on the catheter side of the red handle. Upon visual inspection of the inside of the pump cannula and outflow cage, the edge of the outflow cage was bent inwards in a small section. The impeller blade was not able to pass the deformity on the inside of the outflow cage. Pump was purged in a bucket of water without issue and attempted to be started multiple times. Each time a "impella stopped - motor current high" and "impella stopped (rpm deviations)" alarm were triggered. Data logs were reviewed and rt logs from case show the pump was attempted to be started 5 times, each with a "impella stopped - motor current high" alarm. Clinical details noted that the pump had difficulty passing through the chest wall due to patient's anatomy. The root cause of the delivery issues was most likely due to patient anatomy. The root cause of the pump did not start is due to a damaged outflow cage. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12456: b2 outcomes attributed to adverse event should have been left blank. D4 model number. F6/f8-should have been left blank. H.6 code 2920 and 2338 were reported incorrectly. New code was added to medical device problem code.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant was placing a 5.5 to support a patient admitted in and awaiting transplant. The 5.5 pump was to bridge to transplant. The pump had issues with delivery and stopped 3x in delivery/pump start. The pump was explanted and replaced. No lasting harm from delay in initiation.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿